Event description:
Per complaint (B)(4), the doctor could not disengage the abutment from the implant after it was attached. The doctor stated that they used an abutment from a previous case to take an impression and could not remove the abutment without the implant coming out. The implant was replaced with a larger implant at a later time. The doctor noted no patient impact as a result of this event.